Event description:
A medtronic representative reported that during the planned maintenance activity, they were performing a 3d scan to find out the resolution capability with a 4 x 4 cm linepair resolution tool. After that scan, they performed a scan with the soda can to see if the detector panel was still in place. After processing the second scan, they could see the linepair resolution tool still in the new scan - even if it was definitely not there - so the first scan image data looked to be merged into the second one. There was no patient present.

Manufacturer narrative:
Patient information not provided as no patient was involved in this issue. This issue will be continually monitored in a medtronic software anomaly tracking database.